Event description:
This is a spontaneous report by a consumer from (B)(6) regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient coincident with peritoneal dialysis therapy. On an unknown date, a break in aseptic technique occurred. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient began remedial therapy with reflin, tobramycin and heparin. It was not reported whether the patient was retrained in aseptic technique or if the event of break in aseptic technique resolved. It was unknown if the peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). Root cause for the peritonitis was not identified due to lack of sample for evaluation and insufficient information available. Since the lot number is unknown a batch review could not be performed. No specific product failures were indicated in the complaint report that could contribute to peritonitis. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required.